Event description:
It was reported that the pump was sent in for repair. A detached dso seal was found in the investigation results. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in a damaged condition. Visual and functional testing were performed. The testing could not duplicate the customer reported problem of the device not working. During the investigation it was found during visual and functional testing that there was a detached dso seal. The dso seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.